Event description:
This device was returned without oos documentation from biotronik representative (B)(4). Per following physician's office, this lead experienced high thresholds and was explanted. A boston scientific lead was implanted instead.